Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tip and near the anode of this right atrial (ra) lead separated and got stuck in superior vena cava. It was noted that the lead got caught in between a couple of occlusions and could not be removed either subclavian or femoral approach. In addition, the ra lead was a part of a system revision due to infection with sepsis. The patient was then put on intravenous antibiotics. Additional information indicated that the ra lead was explanted however, a portion of the lead's tip was partially abandoned. There were no additional adverse patient effects reported.